Event description:
On (B)(6) 2014 - mother reported that three of her children exhibited similar allergic type reaction after wearing the fabric bandages from the same box.

Event description:
On (B)(6) 2014 - mother reported that three of her children exhibited similar allergic type reaction after wearing the fabric bandages from the same box.

Event description:
On (B)(6) 2014 - mother reported that three of her children exhibited similar allergic type reaction after wearing the fabric bandages from the same box.